Event description:
The cup broke from the tubing, and the gynecologist fell. We phoned the pharmacist to have more information about this, and he said that it was the third time in 10 days with 3 different gynecologists on 3 different operations that the cup broke from the tubbing. And all the cup are from batch 254343. There were no major clinical consequences for each case. Mystic ii mushroom cup 10057 (B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation: no sample returned. Review DHR: analysis and findings: the 53347 m-cup sub assy. Mystic was purchased from (B)(4), issued to work order (B)(4) as csi part number 10057 and completed 09/29/2018. Manufacturing record review DHR-(B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
" It was the third time in 10 days with 3 different gynecologists on 3 different operations that the cup broke from the tubing. There were no major clinical consequences for each case. " (B)(4).